Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/04/2014). The patient¿s meter has been returned on 7/18/2014 and evaluated by lifescan product analysis on 7/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ping meter was reading inaccurately high compared to another meter. The medical surveillance specialist was unable to contact the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred during (B)(6) (unknown year) at 1:25am. The patient reported obtaining readings of ¿413 and 303mg/dl¿ compared to ¿212mg/dl¿ on a paramedics meter and ¿104mg/dl¿ on another meter respectively. Based on statistical methodology the calculated difference of the results exceed the expected results of <30mg/dl or <30% obtained within 30 minutes. The patient reported using insulin 4 times a day to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported sometime after 1:25am on an unknown date and time she fainted while at work. The patient reported during (B)(6), unknown year between 1:25am and 1:43am she was given a glucagon injection from emergency medical services (ems). The patient reported readings of ¿212mg/dl¿ were obtained on the paramedics meter twice between 1:25am and 1:43am on an unknown date and time. It is unknown who contacted ems. It is unknown how the patient revived after losing consciousness. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient was using an approved sample site for testing. The patient was using the correct testing steps. The patient did not have any test strips available at the time of the call. Replacement products were sent to the patient. Although the correlation between the alleged meter issue and the alleged injury remain unclear, the patient was not available for a follow up call. This complaint is being reported because the patient claims due to the alleged issue she suffered symptoms suggestive of severe hypoglycemia and required emergency treatment from a healthcare professional.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.